Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 30-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included gabapentin, losartan and topiramate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines /headaches"), rash ("rashes or skin conditions type: rash"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy and salpingectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, rash, nausea, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: not provided. Most recent follow-up information incorporated above includes: on 1-apr-2020: mr received : reporter added, lot number added, patient demographic added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included gabapentin, losartan and topiramate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines /headaches"), rash ("rashes or skin conditions type: rash"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy and salpingectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, rash, nausea, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: not provided. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. New event: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines /headaches, rashes or skin conditions type: rash, nausea, vaginal discharge, genital bleeding were added. New reporters, concomitant conditions and drugs were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 30-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain. Concomitant products included gabapentin, losartan and topiramate. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines /headaches"), rash ("rashes or skin conditions type: rash"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy (full), bilateral oophorectomy and salpingectomy to remove the essure device). Essure was removed in (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, migraine, rash, nausea, vaginal discharge and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: not provided. Lot number: 50704231 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.